Manufacturer narrative:
Investigation summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle failed to deliver insulin during use. The following information was provided by the initial reporter, translated from italian: "I use bd-micro-fine ultra, for insulin. However, when using the last packet (ref) 320140 (lot) 2172146, I noticed that more than 30% of the needles were defective (blind)... I realised at the time of use that no medicine was coming out."